Manufacturer narrative:
Additional information: the device has been returned to glaukos for evaluation, and the investigation is ongoing. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that following a cataract surgery, the "tip of the guide wire" broke during attempt to implant stents from a trabecular microbypass stent system. Per report, a back-up device was used to complete the procedure and there was no report of patient injury. Additional information has been requested.

Manufacturer narrative:
The evaluation of the returned device was completed. The broken tip of the trocar was returned, and one (1) stent was returned outside the device. An x-ray evaluation revealed that the cam assembly had been activated twice. The trigger button motion was functioning as intended and the device was able to actuate all remaining positions. The injector¿s splayed trocar was found broken at the splay. This finding likely occurred during the surgical procedure. Damage was observed on the insertion tube v-slot, likely caused by contact with the second stent during the second actuation of the injector. The trocar was likely heavily biased outside of the v-slot during the procedure, causing the stent flange to collide with the insertion tube, fracturing the trocar. It is highly unlikely that the device was sent out in this condition as the frontal components undergo critical dimension inspection after injector assembly per manufacturing procedure. If any of the frontal components were bent, the device should fail inspection and the unit should get rejected. Furthermore, all devices undergo visual inspection via x-ray per manufacturing procedure. If any of the frontal components were bent during x-ray, the unit should get rejected. No other non-conformances related to the reported event were found. Based on these findings, the root cause of the customer¿s reported issue was not conclusively identified; however, the most likely cause is a heavily biased trocar during the deployment of the second stent. MFR# reference: (B)(4).